Manufacturer narrative:
(B)(6). Evaluation was not possible, as the devices will not be returned. A review of the device history records was performed which confirmed no inconsistencies. Due to this fact it is not possible to determine what may have caused the user to experience the reported incident. In the event samples are returned for evaluation, the complaint will be reopened for additional investigation. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an unknown procedure the second anchor has not advanced in the gutter of the needle during the implementation of the first, so the second anchor could not be deployed. No piece of the device broke off within the patient. It is unknown if there was a procedural delay. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.